Event description:
The complaint event occurred when the fellow surgeon attempted to drill a 3.2 mm burr hole for the placement of the visualase bolt. After the local injection and incision was done, the fellow took the drill and stuck the 3.2 mm drill bit through the rosa 3.2 mm drill adaptor (mpl174045-s19082). The drill bit pass through the drill adaptor fine. The rosa 3.2 mm drill adaptor was then brought close to the patient skull to minimize any potential drill bit movement during the drilling process. When the fellow started the drilling process, a noticeable noise of the drill bit hitting inside the drill adaptor occurred. The fellow then felt that the drill bit got stuck inside the 3.2 mm drill adaptor. He was not able to advance the drill bit further or pull it back at all. After this event occurred, the lead surgeon unscrewed the instrument holder¿s front screw and removed the 3.2 mm drill adaptor from the instrument holder. He then brought the 3.2 mm adaptor to the sterile back table and tried unsuccessfully to remove the drill bit from the 3.2 mm adaptor. The lead surgeon asked his nurse to bring the backup sterile tray with the rosa 3.2 mm drill adaptor inside. The delayed in surgery while the neuro team waited for this sterile backup tray was approximately 15 minutes.

Manufacturer narrative:
It was reported that when the surgeon started the drilling process, a noticeable noise of the drill bit hitting inside the drill adaptor occurred. The surgeon then felt that the drill bit got stuck inside the 3.2 mm drill adaptor. He was not able to advance the drill bit further or pull it back at all. On (B)(6) 2020, the company field service engineer advised montpellier complaint handling team that the customer was able to remove the drill bit from the drill adaptor and that the customer is still using this drill adaptor with no further issue. The root cause of this mechanical jam cannot be determined as the product was not returned at manufacturing site. Corrected data: b4 date of this report. D4 catalog number g4 date received by manufacturer. H2 if follow-up, what type. H3 device evaluated by manufacturer. H6 event problem and evaluation codes.

Manufacturer narrative:
On 18-jun-2020, the field service engineer who reported the event stated that the device will not return. Corrected data: b4 date of this report. G4 date received by manufacturer. H2 if follow-up, what type. H3 device evaluated by manufacturer. H3 other text : device will not return at manufacturing.

Event description:
The complaint event occurred when the fellow surgeon attempted to drill a 3.2 mm burr hole for the placement of the visualase bolt. After the local injection and incision was done, the fellow took the drill and stuck the 3.2 mm drill bit through the rosa 3.2 mm drill adaptor (B)(6). The drill bit pass through the drill adaptor fine. The rosa 3.2 mm drill adaptor was then brought close to the patient skull to minimize any potential drill bit movement during the drilling process. When the fellow started the drilling process, a noticeable noise of the drill bit hitting inside the drill adaptor occurred. The fellow then felt that the drill bit got stuck inside the 3.2 mm drill adaptor. He was not able to advance the drill bit further or pull it back at all. After this event occurred, the lead surgeon unscrewed the instrument holder¿s front screw and removed the 3.2 mm drill adaptor from the instrument holder. He then brought the 3.2 mm adaptor to the sterile back table and tried unsuccessfully to remove the drill bit from the 3.2 mm adaptor. The lead surgeon asked his nurse to bring the backup sterile tray with the rosa 3.2 mm drill adaptor inside. The delayed in surgery while the neuro team waited for this sterile backup tray was approximately 15 minutes.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
The complaint event occurred when the fellow surgeon attempted to drill a 3.2 mm burr hole for the placement of the visualase bolt. After the local injection and incision was done, the fellow took the drill and stuck the 3.2 mm drill bit through the rosa 3.2 mm drill adaptor ((B)(4)). The drill bit pass through the drill adaptor fine. The rosa 3.2 mm drill adaptor was then brought close to the patient skull to minimize any potential drill bit movement during the drilling process. When the fellow started the drilling process, a noticeable noise of the drill bit hitting inside the drill adaptor occurred. The fellow then felt that the drill bit got stuck inside the 3.2 mm drill adaptor. He was not able to advance the drill bit further or pull it back at all. After this event occurred, the lead surgeon unscrewed the instrument holder¿s front screw and removed the 3.2 mm drill adaptor from the instrument holder. He then brought the 3.2 mm adaptor to the sterile back table and tried unsuccessfully to remove the drill bit from the 3.2 mm adaptor. The lead surgeon asked his nurse to bring the backup sterile tray with the rosa 3.2 mm drill adaptor inside. The delayed in surgery while the neuro team waited for this sterile backup tray was approximately 15 minutes.